Manufacturer narrative:
(B)(4). Additional attempts to obtain information and the device have been made. A supplemental report will be submitted with new details if they become available.

Event description:
According to the reporter, during a total laparoscopic hysterectomy the needle broke in the jaw.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Ftr#(B)(4). Post market vigilance (pmv) led an evaluation of one device. A broken needle was found in the jaws of instrument two. Under microscopic inspection, the needle was broken at the loading slot. No witness marks from the needle tip impacting the beveled wall were observed under microscopic inspection. No sheering on the toggle switches was observed under microscopic inspection. The instrument was loaded with a needle from the pmv inventory and applied to test media. No difficulty was experienced in loading, unloading or toggling the needle. Product analysis suggests the product was used in a surgical procedure. The reported condition was not confirmed. Replication of the bent needle may occur when the needle is not loaded properly or when the needle is forced into an obstacle. This condition may also occur if excess pressure is exerted on the needle or the attached suture while the jaws are in the open position. In these situations, the needle may flex and ultimately break. A review of the device history record indicates this device lot number was released meeting all quality release specifications at the time of manufacture. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.